Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device triggered an alert due to t-wave oversensing (twos) from the right ventricular (rv) lead. The alert was not successfully sent to the clinic as the remote monitor had become inadvertently unplugged. No intervention was performed or scheduled for the rv lead. The patient is a participant of the tachy prediction download study. No patient complications have been reported as a result of this event.